Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and the reported issue could not be verified and duplicated. The root cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device would not detect a shockable rhythm in AED mode. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not detect a shockable rhythm in AED mode. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.